Manufacturer narrative:
The reported field events were confirmed. A complete lead was returned in two pieces for analysis. An internal short was found between the inner coil and outer coil conductor paths. Further analysis of the lead found the inner insulation to have two abrasions 3.2 cm to 3.3 cm and 3.4 cm to 3.9 cm from the distal tip. The cause of the reported events was isolated to the abrasions found at the distal region of the lead consistent with external forces.

Event description:
New information received stated that the right ventricular lead was extracted on (B)(4) 2019. The patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Some noise reversion episodes were noted. The right ventricular lead exhibited below lower limit impedance. Lead insulation damage was suspected. Lead extraction and replacement were discussed. No intervention was reported. The patient was stable.